Event description:
It was reported that the drill bit broke off during a lateral entry femoral nailing procedure. When the opening reamer was used, the part of the drill bit broke at the skinny part of the bit connects with the drill. Another part was available for use. There was a five minute delay. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the lot conformed to specifications as noted in the certificate of compliance, dated february 02, 2007, and was inspected / conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues. (B)(4) parts were released to the warehouse on (B)(4) 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.